Event description:
Us sr 3883002 was opened regarding a cadd-solis vip ambulatory infusion pump with ln 21-2120-0105-01 and sn (B)(6): it was reported that the pump unit displayed error code 41622. The event occurred during testing.

Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. The event history log was reviewed. The reported issue was confirmed through event log. The device was visually inspected. A functional test was performed. The cause of the reported issue was due to cam flex sensor. As a result, the cam flex sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.